Manufacturer narrative:
H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode tip has been partially eroded from the spacer tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma generation and coagulation functioned on the remaining portions of the electrode. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) hitting the tip against a hard surface such as a metal or bone, (2) mechanical displacement of the tip through applied force or an impact event, (3) using the wand above default output settings causing excessive electrode erosion. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an unknown procedure, the super multivac broke into pieces. All the pieces were removed from the patient. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).